Event description:
It was reported the pt is unable to charge. The pt currently has stimulation and the pt programmer communicates with the ipg. A replacement charging system was issued to the pt. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.